Event description:
On (B)(6) 2014, the patient was implanted with an uphold lite mesh as a participant in the study of (B)(4)- (B)(4) trial ((B)(4) study). It was reported to boston scientific corporation that the patient experienced stress incontinence (new or worsening) starting (B)(6) 2014. This event was assessed as "moderate" in severity, and relation to the device/procedure was assessed as "probable." On (B)(6) 2014, the patient experienced a skin rash (non-cellulitis) and sought medical attention. This event was assessed as "moderate" in severity, and relation to the device/procedure was assessed as "possible." The patient was last seen on (B)(6) 2014, and it is unknown whether these events have resolved. Additional information august 5, 2015. The skin rash was treated with monistat cream, oral diflucan and valisone cream. According to the provider, the rash was present pre-operatively and diagnosed as lichen sclerosis upon follow-up. The rash event was reported as resolved as of (B)(6) 2014.

Event description:
On (B)(6) 2014, the patient was implanted with an uphold lite mesh as a participant in the (B)(4). It was reported to boston scientific corporation that the patient experienced stress incontinence (new or worsening) starting (B)(6) 2014. This event was assessed as "moderate" in severity, and relation to the device/procedure was assessed as "probable". On (B)(6) 2014, the patient experienced a skin rash (non-cellulitis) and sought medical attention. This event was assessed as "moderate" in severity, and relation to the device/procedure was assessed as "possible". The patient was last seen on (B)(6) 2014, and it is unknown whether these events have resolved.

Manufacturer narrative:
The patient's age is unknown; however the patient was over 21 years of age. (B)(4). The device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.